Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: dry mouth and thirst. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(4): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note 1: manufacturer contacted customer in a follow-up call on 08-jan-2026 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still experiencing the same symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 09-jan-2026 to ensure the customer's condition had improved - able to establish contact with customer who stated she no longer had a headache but still had the dry mouth and thirst. No medical intervention since the last call was reported. Note 3: manufacturer contacted customer in a follow-up call on 12-jan-2026 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still experiencing the dry mouth and thirst. No medical intervention since the last call was reported. Note 4: manufacturer contacted customer in a follow-up call on 21-jan-2026 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still experiencing the dry mouth and thirst. Customer stated she had a routine appointment last week with her doctor and the doctor had adjusted her insulin. Customer stated she had not received the replacement products - products were re-shipped to customer. Note 5: manufacturer contacted customer in a follow-up call on 27-jan-2026 to ensure the customer's condition had improved and that the replacement products resolved the initial concern - able to establish contact with customer who stated she was still experiencing they symptoms of dry mouth and thirst. No medical intervention since the last call was reported. Customer stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer called concerned with test results from results obtained of 96, 126 and 114 mg/dl. The customer does not know their expected blood glucose test result range. The customer reported symptoms of dry mouth, thirstiness and headache. Medical attention was not needed at the time of the call. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/24/2027 and per the customer the open vial date is less than one month. The meter memory was reviewed for previous test result history: result 1: 96mg/dl date: (B)(6), time: 11:14a fasting. Result 2: 126mg/dl date: (B)(6), time: 11:12a fasting . Result 3: 114mg/dl date: (B)(6), time: 11:11a fasting. Result 4: 251mg/dl date: (B)(6), time: 08:11p fasting. Result 5: 227mg/dl date: unknown time: 07:15p fasting.

Manufacturer narrative:
Sections with additional information as of 05-mar-2026: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Reported defect not reproduced on returned meter and strips. Most likely underlying root cause: (B)(4) : user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test."